Manufacturer narrative:
(B)(4). Date of initial report : 12/16/2015. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during a urology procedure without pushing the pedal there was a spark in the monopolar cable where it connects the electrode to the handle. Both accessories were non covidien devices, one of which was an olympus hand piece. No patient injury.